Manufacturer narrative:
(B)(4). Bubble point testing was performed by the user facility before and after use to test the integrity of the filter. The test generated passing results. No additional information was provided. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) date of event: (B)(6) 2016. Lot # and expiration date: unknown. Operator of device: unknown. Device manufacturer date: unknown. No samples were returned for evaluation. A batch review was not possible in this instance, as the lot number was not provided; therefore, the reported issue could not be confirmed and the means by which the bacteria entered the solution is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a 0.2 micron filter did not filter out bacteria present in a solution being transferred from one container to another. The presence of bacteria in the solution was not reported to have been noted prior to or immediately after solution transfer; bacterial growth was found after the transferred solution was sent to and tested by an independent lab. The solution was quarantined and the bacteria identified as bacillus circulans. The affected solution was not released for patient use and there was no patient involvement or adverse event reported. No additional information was provided.